Manufacturer narrative:
This complaint was identified during our retrospective review on complaints from our facility in (B)(4). This is related to (FDA audit-observation #5 from fei 3002806945). The event is deemed serious ae because according to FDA regulations, an event that necessitated prolonged hospitalization is considered a serious adverse event. The distress and pain experienced by the patient during this event was responsible for prolonging her hospital stay. The following update was received from complaint intake personnel in (B)(4). "I re-contact the person who lodged the complain and the reason why the patient had to prolong her hospital stay. The patient had an instrument delivery with forceps and she revealed several lacerations, so the hospital team thought that it was necessary to have under control patient situation." From a preliminary clinical perspective, a causal relationship between the catheter and this event is deemed possible because it was stated the balloon would not deflate and had to be removed while inflated. Reported to the FDA on february 12, 2013. The actual date of event is unknown, so the date used was the date we became aware.

Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(4). This is related to (FDA audit-observation #5 from fei 3002806945). MDR/vigilance event file form # 002 unomedical adverse event. The device involved is a foley catheter mm51121610 lot n° 497825r001. Foley balloon failed in deflation and remove the device caused pain and stress to the female patient. She had to prolong her hospital stay. Issue will be report to local ministry of health. Description of event: foley balloon failed in deflation device in use: 1 day immediate actions taken to patient to resolve the event: remove the device current status of patient: resolved with discontinued use comment - the patient had to prolong hospital stay and was very stressed due to continous action in order to remove the device.